Event description:
The device was in standby mode upon interrogation following an open heart surgery. A magnet was applied to the device during the surgery to prevent inhibition during cautery. The pt was defibrillated with internal paddles while the device was in magnet mode. Because there were no strips, records or documentation of this event. And because there was no comment, allegation, or observations noted in the operation notes, it is impossible to establish whether or not the device contributed to or caused the ventricular fibrillation.